Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure: lap ovarian cystectomy. The rep was not present for the case. When deploying the bag inside the patient, they were pushing the plunger down and the string broke and the guide bead and bag fell off the end inside the patient. Both pieces (the bag & bead) were retrieved from the patient. Opened another inzii to complete the case. The string was attached to the plunger when it broke. The specimen was not inside the bag. No other instruments were being used at the time. There was no patient injury. The device is available to be returned. Additional information received via email on 29jan2020 from applied medical health system specialist: "the string broke near the bead." Patient status: no patient injury. Type of intervention: pieces were retrieved and a new bag was used to complete case.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering observed that the cord was broken, which confirmed the complainant¿s experience. The ends of the cord were frayed at the location of the break. Based on the condition of the returned unit and the event description, it is likely that the frayed cord was caught in the device, which caused the cord to break during deployment of the device and caused the tissue bag to fall off of the supports. However, the exact root cause of the frayed cord loop could not be determined. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure: lap ovarian cystectomy detailed description of event: the rep was not present for the case. When deploying the bag inside the patient, they were pushing the plunger down and the string broke and the guide bead and bag fell off the end inside the patient. Both pieces (the bag & bead) were retrieved from the patient. Opened another inzii to complete the case. The string was attached to the plunger when it broke. The specimen was not inside the bag. No other instruments were being used at the time. There was no patient injury. The device is available to be returned. Additional information received via email on (B)(6)2020 from applied medical health system specialist: "the string broke near the bead." Patient status: no patient injury type of intervention: pieces were retrieved and a new bag was used to complete case.